Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received off no power alert without low battery alert. The customer's blood glucose level was 13.6 mmol/l. The customer reported that the insulin pump had two small cracks where the battery cap goes in. He customer also stated that the insulin pump received failed battery alert. The insulin pump will be returned for analysis.